Event description:
Review of clinical documents provided indicates the patient underwent a revision surgery in q4-2009 for aseptic tibial baseplate loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Manufacturer narrative:
An event regarding the loosening of a scorpio tibial component involving a scorpio tibial component was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional, functional, and material analysis could not be performed as the device was not returned. Medical records received and evaluation: medical records and x-rays were received and reviewed and concluded that there is no evidence that factors of faulty total knee arthroplasty components¿ design, manufacturing or materials were responsible for this clinical situation. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Clinician review of the provided records indicated that there is no evidence that factors of faulty total knee arthroplasty components¿ design, manufacturing or materials were responsible for this clinical situation. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Review of clinical documents provided indicates the patient underwent a revision surgery in (B)(6) 2009 for aseptic tibial baseplate loosening.